Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Subsequently, was reported that the pump time was incorrect after the pump was reset. Reportedly, the customer corrected the pump time to resolve the issue. Customer's blood glucose level was 370 mg/dl.